Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2012, the patient was implanted with a gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The final angiogram revealed a proximal type I endoleak. It was reported that the proximal end of the trunk-ipsilateral leg component was aggressively ballooned with a reliant balloon. An angiogram revealed that the aorta just below the level of the renal arteries and right above the device was dissected. A gore excluder aaa endoprostheses aortic extender component was implanted to treat the dissection. The dissection was treated and the renal arteries were patent at the end of the procedure. The patient received 2 units of blood. The patient tolerated the procedure.